Event description:
Reflective sterile spheres failed to track during a procedure. Attempted to wipe off spheres with no change in performance. Another set of sterile spheres were used to complete the procedure without any issue. This event was communicated by medtronic navigation. Spheres were not returned as the device was used in a procedure and considered a biohazard. Site/user did not take pictures of sphere. Site/user did not retain lot number information. No serious implications to this issue were mentioned by the complainant. No patient was harmed and no serious injury occurred.